Manufacturer narrative:
Device code (B)(4): off-label use (acd < 3.0mm) claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -7.5/+1.5/129 into the patient's left eye (os) on 18-aug-2022. The lens was exchanged on 11-feb-2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.